Event description:
The customer alleged that the ventilator stopped cycling while in pt use. No pt harm reported per customer. The nellcor puritan bennett customer support enigneer (cse) inspected the device and replaced the appropriate parts. The unit passed extended self testing.